Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that main coil was kinked and that the main junction showed signs of partial detachment via electrolysis. Blood contamination was evident on the main coil. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
It was reported that the coil had failed to detach and while removing the device, it was noted that the coil detached inside the microcatheter. There were no consequences to the patient.

Event description:
It was reported that the coil had failed to detach and while removing the device, it was noted that the coil detached inside the microcatheter. There were no consequences to the patient.